Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor's foot is broken. The platform has been separated from the wheels of the central stand. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer(fse) was dispatched to the customer's site. The fse observed the reported complaint and replaced the monitor's feet and the basket and handle of the roll stand. The device passed all tests and was returned to use. To resolve the reported issue, the fse replaced the monitor's feet and the basket and handle of the roll stand. A search in servicemax found no further related calls. The device remains at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported that the monitor's foot is broken. The platform has been separated from the wheels of the central stand. Patient involvement is unknown.